Manufacturer narrative:
The balloon burst was confirmed. As per the report from the user facility, this device was being used off-label for re-dilation of a corevalve device (aortic valve). This product is only indicated for use for pulmonary valvuloplasty. Also per the report, the physician did not use an inflation device with pressure gauge as is specified in the instructions for use. It is unknown as to what pressure this device was taken to and what pressure the balloon burst. Two comparative catheters of the same model and size were pulled and tested for rated burst pressure. The labeled rated burst pressure for this catalog number is 2.0 atm. The first comparative catheter burst at 3.5 atm and the second comparative catheter burst at 4.0 atm. Both of them well above the labeled rated burst pressure for this device.

Event description:
As per the report from the hospital/distributor - post deployment inflation after valve implantation complete rupture of balloon proximal part of balloon was withdrawn from the sheath. The patient underwent surgery for removal - the distal part of balloon from rt iliac artery.